Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in remaining longevity, from 58% in (B)(6) 2020 to 12% currently. Premature battery depletion was suspected. It was noted the patient had the device implanted in italy, but was now living in india and having routine device follow ups. The patient reported they were seen by their physician for an echocardiogram and a boston scientific or distributor representative was present and would send the device data to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. In (B)(6), the patient returned to italy and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in remaining longevity, from 58% in (B)(6) 2020 to 12% currently. Premature battery depletion was suspected. It was noted the patient had the device implanted in italy, but was now living in india and having routine device follow ups. The patient reported they were seen by their physician for an echocardiogram and a boston scientific or distributor representative was present and would send the device data to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service.